Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 45 mg/dl, needing settings adjustment. Customer consumed carbohydrates to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.